Manufacturer narrative:
As received, a complete lead was returned in one piece. An x-ray was performed and revealed that the inner coil inside the connector region was over torqued which was consistent with procedural damage. A visual inspection of the lead revealed that the outer insulation was twisted at the distal region of the lead due to over torqued inner coil which is also consistent with procedural damage. Furthermore, electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the insulation of the right ventricular (rv) lead was damaged following multiple implant attempts. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.